Event description:
A patient underwent radiofrequency ablation of long segment barrett¿s esophagus using the barrx 360 express ablation catheter. The patient experienced two weeks of severe post procedural pain. It was reported by the account that the patient presented a stricture at follow up, which was treated with dilation. The stricture was treated a second time with dilation and symptoms were resolved. No further information was provided.

Manufacturer narrative:
The site indicated that the incident unit would not be returning for evaluation. If additional information pertinent to the incident is obtained a follow-up report will be submitted. (B)(4).